Manufacturer narrative:
Fidia farmaceutici received in copy this information on the case by another pharmaceutical company ((B)(4)). From the initial information received on 14 april 2014, no seriousness criteria came to light. On the basis of the follow-up information received on 28 october 2015, additional adverse drug reactions, allergic reaction and aseptic arthritis (negative for any germ) have been reported. These reactions have been deemed as being serious due to the hospitalization of the patient. Thus, the case has been upgraded to "serious". The adverse reactions "injection site joint pain, injection site joint swelling, aseptic arthritis and allergic reaction (codified as hypersensitivity) " are expected for hyalgan, while "muscle discomfort" is unexpected. The relationship between hyalgan and the events is deemed as being "possible". In this case, the patient had previously received two hyalgan injections without any reaction or pain during injection. The patient underwent several investigations, received two courses of antibiotic therapy and finally underwent a total prosthetic insertion two years later. Even if there is a suggestive time relationship to the third hyalgan injection which did not allow to rule out the role of the product and even if no other explanation was retrieved, note that pain and swelling knee are often due to the technical aspect of the administration leading to an aseptic arthritis. Fidia is notifying the case late due to some technical problems encountered during the test phase for the electronic submission as webtrader. The case reports both initial and follow-up information. Device was not available.

Event description:
Initial information received on (B)(4) 2013, from an orthopedic surgeon. Additional information received on 02-oct-2015 from a (B)(6) consumer, upon a letter. Further additional information received on 28-oct-2015 from the reporting consumer upon consultation report. Further additional information received on 25-jan-2016 from a general practitioner. A (B)(6) year-old male patient, received hyaluronic acid (hyalgan 20 mg/ml), 3 dosage form in total distributed every 7 days in the left knee by intra-articular route for osteoarthritis knee. First administration was made on (B)(6) 2013 at around 10 a.m. With no adverse reaction, second on (B)(6) 2013, at around 10 a.m. With no adverse reaction and third on (B)(6) 2013, at around 10 a.m. With knee pain occurrence during infiltration. On (B)(6) 2013, in the morning, the patient experienced swelling knee locked in sitting position associated to intense pain in poplitea area with "dry knee" (encoded as knee pain) and quadriceps thickening (encoded as muscle disorder) with no edema and no redness. The patient could not walk even with 2 sticks and was found to have body temperature at 36.3°c. Upon physiotherapist examination, no meniscus disorder was present, inflammation was suspected and ice application was advised. Therapeutic measures taken as a result of the reaction included paracetamol (dafalgan) up to 4 g per day, non-steroidal anti-inflammatory drug (nsaid) (unspecified treatment) and ice on knee. X-ray and echography were planned on (B)(6) 2013 and if needed an arthroscopy and nsaid and antalgic dosage increase. On (B)(6) 2013, upon the prescribing physician's request, the patient underwent a first clean-up operation without drain/redon application (joint puncture associated to local sampling : white puncture) in the clinic st-michel followed by unbearable intense pain occurrence from (B)(6) 2013, for which he received morphin (trade name unspecified) patches and injections and unspecified tablets. The patient underwent an arthroscopy: evacuation of a major fluid collection, elimination and treatment of the cartilage, meniscectomy. The surgeon reported an absence of infection in samplings but three days after arthrolysis, he introduced a treatment by amoxicillin/clavulanic acid (augmentin) and metronidazole (flagyl) for five days. On (B)(6) 2013, the patient underwent a second operation (arthrotomy) with drain/redon application. Bottles contained half blood and half unspecified white liquid for which the patient had no information. The patient, still suffering, was discharged in a wheelchair. He spent then painful weekend with twice phone calls to doctors' service and one morphin injection to relief pain. Following a general practitioner consultation on (B)(6) 2013, the patient underwent a bone scan which showed an evolved arthritis. Then, on (B)(6) 2013 the patient was hospitalized in internal medicine unit at hia ste anne during 4 weeks for major gonalgia with functional impotence of the left nerve. The patient underwent another arthroscopy for c-reactive protein samples which was at 80 mg/l. He received empiric broad spectrum antibiotic therapy by intravenous route for post-viscosupplementation septic arthritis with clindamycin (dalacine) 800 mg three times per day by intravenous route and ofloxacin (oflocet) 200 mg twice per day by intravenous route for 4 weeks from (B)(6) 2013. Samples analysis and clean-up operation were performed. The results of laboratory tests didn't let to identify an origin (germ, virus or other cause). On (B)(6) 2013, day of discharge of the patient from the hospital, c-reactive protein was fallen at 12 mg/l. The patient was discharged with follow-up by home-based hospitalization, physical therapy session, analysis. Therapeutic measures taken included PICC line (peripheral inserted central catheter) on left arm for intravenous broad spectrum antibiotic therapy three times a day (7:30 a.m., 1:30 p.m. And 11:30 p.m.) For 6 weeks (clindamycin (dalacine) 800 mg and ofloxacin (oflocet) 200 mg) for post-viscosupplementation septic arthritis. On (B)(6) 2013, upon follow-up consultation of septic left gonarthritis in internal medicine unit, the physician noticed that antibiotic therapy was well tolerated (biologically and clinically) by the patient. Inflammatory and infectious arthritis outcome was favorable with disappearance of the biological inflammatory syndrome in 10 days of hospitalization. On that day, during clinical examination, knee was cold, the patient kept a flexion deformity and a major functional disability. Septic left gonarthritis without any germ found was considered as sterilized. According to the physician, the prognosis was functional at this moment. A magnetic resonance imaging (MRI) of knee was planned 3 months later (note that no MRI was then reported). The patient had to use a wheelchair, rollator and sticks. In conclusion, the patient experienced acute chondrolysis and post-viscosupplementation septic gonarthritis of the left knee without germ found considered sterilized after 2 months of intravenous treatment. Finally, on (B)(6) 2015, the patient underwent total prosthetic insertion (tricompartimental left knee prosthesis) in presence of the head of microbiology unit due to presence of undefined virus. After 5 days of hospitalization, the patient was discharged and he started rehabilitation. At the reporting time, the patient recovered with sequelae. Because of the damage following the infiltrations performed "in suspicious conditions", the patient had registered complaint on (B)(6) 2013. The case was closed without further action. On (B)(6) 2015, upon a confrontation, the physicians concluded that the reactions could be due to a simple allergic reaction to hyalgan following the third injection. Note that source document mentioned drainage surgery respectively on (B)(6) 2015. However, regarding the chronology, there is certainly a typo in this letter and year of drainage surgery was switched from 2015 to 2013. Note that the patient reported that the prescribing physician (the one who performed hyalgan injections) confessed that he had not used gloves during hyalgan third administration. The patient also emphasized that this physician didn't comply to essential sanitary rules. No more information was available. Additional information received on 02-oct-2015 : demographics data were received, among which the exact age and date of birth of the patient. We also received specifications about the medication itself, the dosage schedule, the days and hours of administration, and the occurrence of side effect. Further specifications were provided about the reaction the patient experienced on (B)(6) 2013. Results of physiotherapist examination were also provided. All the information included in the narrative about facts that happened from (B)(6) 2013 to (B)(6) 2015 were received with this wave of information. Notes : the field "proprietary medicinal product name" should have been populated with "hyalgan 20 mg/2 ml, solution injectable pour voie intra-articulaire en seringue préremplie". It was replaced with "hyalgan" since the field must not exceed 70 characters (e2b(r2) business rules). According the chronology, a typo was certainly made in the date of x-ray and echography schedule and it was corrected from "(B)(6) 2012" to "(B)(6) 2013". Additional information received on 28-oct-2015 : specification (indication and duration) were received about the 10 weeks antibiotic therapy followed at hospital and at home by the patient. All the information about what happened on (B)(6) 2013 were received with this follow-up. Information about the non-compliance of sanitary rules by the physician who cared for the patient were received with this wave of information. Additional information received on 25-jan-2016 : we receive as additional information the indication of the three viscosupplementation and the location of their administration. Specifications (type of exam and result, surgery) about the exams the patient underwent on (B)(6) 2013 were provided. Additional information about a treatment by augmentin and flagyl, the hospital's unit and the reason of his hospitalization, c-reactive protein tests and results, dosages of dalacine and oflocet, dates of hospitalization and final diagnosis were received. Specification about the surgery of the (B)(6) 2015 was provided. The patient's medical history and concomitant treatments were added. A discrepancy was noticed about the date of total prosthetic insertion because two different reporters reported two different dates ((B)(6) 2015) for this same event. To be noted that the codage "chondrolysis" had been added in the structured data entry form.